Event description:
It was reported that the pump shut off unexpectedly. Reportedly the customer reverted to manual injections for insulin therapy. Reportedly, the customer experienced a low blood glucose (bg) level of 51 mg/dl, cause was unknown. Customer declined troubleshooting for low bg, therefore no additional information was obtained.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.